Manufacturer narrative:
The t:slim g4 user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went swimming with the pump. Subsequently, the pump shut off and became unresponsive. The customers blood glucose level was not impacted. It was indicated that the customer would use backup pump as alternate insulin therapy.